Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lens on the subject device had no clear vision. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) is broken, the lg-bundle (light guide-bundle) of the video cable section is broken, the light transmission is too low, error b30 occurs, the image is purple, no image displayed, the outer tube has a dent, the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the image is purple the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low, the video cable is broken and therefore error b30 occurs, and no image displayed. A definitive root cause could not be identified for the broken r-unit, lg-bundle, dented outer tube, or the damaged fiber bonding in the outer tube area (distal end). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.